Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 02/09/2018, electrode belt: 04/25/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 11:15pm. The patient's passing was cardiac related. The patient was wearing the lifevest at the time of passing and the device started to alarm when the patient was being taken to an ambulance. It was reported that resuscitation efforts were performed by emts. Review of the download data, indicates the patient received seven inappropriate shocks in response to CPR artifact and low amplitude oversensing. The patient was in asystole at the time of the first inappropriate treatment shock at 23:18:10. The patient's post shock rhythm was asystole with CPR/motion artifact. The patient experienced inappropriate treatments two and five at 23:18:38, and 23:22:29. The patient's rhythm and post shock rhythm for treatments two and five was asystole. Inappropriate treatment three occurred at 23:21:24 when the patient's rhythm and post shock rhythm was CPR artifact. Inappropriate treatments four and six occurred at 23:21:57 and 23:22:46. The patient's rhythm at the time of treatments four and six was CPR artifact and the patient's post shock rhythm was asystole. The patient experienced a seventh inappropriate treatment at 23:25:29. The patient's rhythm at the time of the treatment was CPR artifact, and the post shock rhythm was asystole with ECG interference/disconnection. The response buttons were not pressed during the event. The device was shutdown at 23:25:32 on (B)(6) 2020 the patient passed away on (B)(6) 2020 at approximately 11:15pm.